Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies and sound quality issues. The pt was seen by the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved.in 2007, the pt was seen by a company rep for device evaluation. Testing performed confirmed that the device was not fully functional. Surgery to explant the patient's device is to be scheduled.